Manufacturer narrative:
Additional information regarding the event and return of the device have been requested from the reporter. No additional information has been provided. Without the lot number or device, no investigation can be conducted.

Event description:
It was reported that a fiber tip broke off in patient. The physician tried to basket out the broken piece of fiber but was not successful. Next course of action is unknown. There were no patient complications.